Manufacturer narrative:
A steris service technician inspected the reliance washer and reported that the heater contactor (c4) was stuck in the 'on' position, which caused the heaters to ignite the internal materials in nearby compartments. The technician reported that the insulation, wiring, pneumatic airlines, heater assembly and chamber lighting assembly were all damaged. The washer has been taken out of service. Steris is working on providing a replacement washer to the facility.

Manufacturer narrative:
Investigation of the event is currently in process. A follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that their reliance washer "caught on fire". The staff noticed an "electrical burning smell" before noticing smoke and flames coming out of the washer. The staff unplugged all the machines in the room, including the one subject of this event. The facility staff members attempted to extinguish the fire with water and hand-held extinguishers until the (B)(6) fire department arrived, at which time the fire was extinguished. The building was not evacuated and the sprinkler system did not initiate. No injuries or procedural delays/cancellations were reported.